Event description:
The customer reported that the thermogard console (sn tgxp12240) displayed a tcmid:09 (air trap assembly) error message when the therapy started. The console use was discontinued, and another console was utilized to continue the therapy. No consequences or impact to the patient.

Manufacturer narrative:
The thermogard console was evaluated by zoll service personnel at the customer site. The reported complaint of the thermogard console (sn (B)(6)) displayed a mid:09 (air trap assembly) error message was confirmed based on the event log review and during functional testing. The root cause of the mid:09 error was determined to be the defective air trap sensor block due to a defective component. An event log data review was performed and revealed a mid:09 error message, confirming the reported complaint. The thermogard console failed the initial functional test due to mid:09 error, confirming the reported complaint. The air trap sensor block was replaced to remedy the issue. Following the service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there were two similar complaints reported for the thermogard console with serial number (B)(6). Ccr 38619 was reported on january 08, 2018, and ccr 71929 was reported on february 20, 2023. The air trap sensor block was replaced.